Event description:
It was reported that during a pelvic acetabular fracture repair procedure, while drilling for the plate, a pelvic 2.5mm drill bit broke off and remains in the patient¿s bone. Surgical delay time was reported as being two minutes. The surgery was successfully completed. This report is for one 2.5mm three-fluted drill bit qc/230mm/200mm calibration. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint-related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was received. Placeholder.